Event description:
It was reported that the pump failed volume test. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2. Email is: (B)(6).

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn dso and uso seals, scratched lcd lens, and a cracked battery compartment. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device over delivered by 5.35 percent. The most probable cause was due to the expulsor. As a result, the expulsor was sanded down to deliver within proper range. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).